Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report:: 27oct2020.

Event description:
The customer reported the alarm silence button keeps lightening and flashing but the unit is still running. There was no patient involvement.

Manufacturer narrative:
G4:14mar2021 b4:(B)(6)2021 the device was evaluated remotely by a philips remote service engineer (rse) with 3rd part vendor from iss solutions and confirmed the reported problem. Upon further inspection and review of the device it was determined this unit was at it's end of life and was not repaired. As of (B)(6) 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.